Event description:
Unit stopped working. Contacted the company and they refused to help. Found an online forum and was able to get it to work. It has stopped several times and the ¿work around¿ has fixed the problem each time. However, unit has stopped working again. I have contacted the company and they issued a recall on this device because of the exact problem I am having. The company says although I¿m having the same problem as units recalled, my device doesn't qualify for recall because it was manufactured prior to recalled units.